Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 12mmx3.00mm nc quantum apex balloon catheter was advanced for dilation. However, when the balloon was inflated at nominal atmospheres, the balloon ruptured. Another 12mmx3.00mm nc quantum apex balloon catheter was advanced however the same issue occurred. No patient complications were reported and patient's status was fine.